Manufacturer narrative:
The reported incident occurred in (B)(6). All info from (B)(4) was supplied in english. However, the info has been translated from (B)(6). (B)(4) spoke to the mother of the child. The mother stated that her daughter bought the product by herself and applied while she was alone. The daughter stated that she felt a burning sensation on her left wrist. The mother reported that her daughter had a wound that was 3 cm in size. The next day, the daughter developed an edema on her left arm. At this point, the mother brought her daughter to the hospital of (B)(6), where they kept her for 2 days. The doctor gave her an antibiotic treatment for 10 days. The hospital of (B)(6) informed the mother that her daughter misused the product and caused a 3rd degree burn on her left wrist. The edema did not disappear and the mother decided to bring her daughter back to the hospital of (B)(6). The doctor told her that her daughter had to be sent to hospital (B)(6) to have a skin transplant. Since the mother was not present when the daughter applied the product, she was only able to report what her daughter told her about the use of the product. The daughter reportedly applied the frozen bud to a wart for 5 seconds, then waited one minute, and then applied the product again for 5 seconds. The daughter currently wears a glove bandage and has a follow-up appointment with her doctor at hospital (B)(6) on (B)(6) 2015.

Event description:
A pediatric nurse reported that a (B)(6) pt was burned by the product and needed a skin transplant.